Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. No hardware part were replaced. The manufacturer representative (rep) detected a loose cable going from the camera, which seem to be the cause of intermittent issues because it would sometimes lose connection during troubleshooting. No parts were replaced the rep made sure all the connections and connecting points were now connected and tight before leaving the site. The rep successfully registered and verified all instruments and reported that system works as intended. The software team investigated the reported issue and the logs were not available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device for a cranial resection procedure. It was reported that the system did not recognize the tools after registration. Navigation was aborted and there was a reported delay of less than one hour. No reported impact to patient outcome. Additional information was received stating that the instrument being used at the time of the event was the planar blunt probe. The site stated they could not see it properly after they successfully registered the instrument. The site has used the system after the reported issue and no issue were seen. Additional information was received stating that during the original issue, they tried to verify instruments again, they also changed spheres and made sure nothing was obstructing camera. Additional information was received stating that this was a tracking issue and that the camera didn't see the instrument. The manufacturer representative (rep) detected a loose cable going from the camera, which seem to be the cause of intermittent issues because it would sometimes lose connection during troubleshooting. No parts were replaced the rep made sure all the connections and connecting points were now connected and tight before leaving the site. The rep successfully registered and verified all instruments and reported that system works as intended.